Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap. Lar , after firing, surgeon rotated the knob twice but there was no click sound/feeling. The firing was performed without further problem and anvil was tilt properly. The device was removed properly.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction :evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection of the staple guide noted the instrument was fully applied. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. Functional testing was completed with acceptable results. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications.replication of the observed secondary, unrelated to the reported condition observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.